Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the power issue began in mid (B)(6) 2011. The patient reportedly manages her diabetes with 55 units of lantus (in the evening) and 1000mg of metformin (twice a day). According to the csr's documentation, after the reported power issue occurred, the patient reportedly continued with her usual dose of medication and subsequently developed symptoms of "thirsty, fuzziness, blurred vision, and hands were tingling" in early (B)(6) 2011. According to the csr's documentation, on an unspecified date/time in (B)(6) 2011, the patient indicated she administered self-treatment by drinking more water and watching her diet. The patient denied testing her blood glucose with another device after the reported power issue occurred. During troubleshooting, the csr noted that the patient did not have her testing supplies available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Serial # information was not provided. Test strip lot #: not provided.